Event description:
Follow up report.

Manufacturer narrative:
There was no adverse outcome. The broken piece was removed without issue. The device has not been returned to depuy for evaluation. At this time it is not known if the device will be provided. The device is more than 5-years old and the condition of the instrument prior to breakage cannot be determined.

Manufacturer narrative:
User facility confirmed that they do not have the device to return. In follow up with the distributor principle he stated that when the device broke the sales rep noted that the driver was used in a counter clockwise direction. The torque limiting handle is uni-directional and only limits torque in a clockwise direction. The sales rep pointed this out to the surgeon when it occurred and the surgeon confirmed his error. The broken fragment was removed without issue and the surgeon completed the case with no delay. The condition of the driver prior to breakage is unknown. It was manufactured in 12/2005.

Event description:
Received medwatch 3500a from FDA in regard to the malfunction of a skyline cam tightener. The tip of the driver broke during use. Report all pieces were removed. Reported no adverse patient outcome as a result of this situation. As a report was filed with FDA this report is sent to provide additional information.